Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported to a company representative that a vns patient had his device explanted due to an infection and extrusion as the generator was visibly out of the skin. Notes received indicated the generator and leads were both removed. Review of the manufacturing records for the lead confirmed the device was sterilized prior to distribution. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider indicated that the cause of the wound opening was due to constant rubbing between the arm and the surgery site.